Event description:
Customer called to report that about six months ago, her insulin pump was over delivering and she was hospitalized due to low blood glucose. The blood glucose reading was low at the time of admission. Customer stated that she was in a diabetic shock and her friend took her to the hospital. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.